Manufacturer narrative:
Technician performed operation check on the bed, no further info is known on the repair of this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the bed alarm was not working.